Event description:
It was reported by customer that they had been hospitalized for high blood glucose levels on (B)(6) of 2015. Customer's blood glucose level was 474 mg/dl at time of hospitalization and was released after levels were brought back down. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge